Event description:
Failure to osseointegrate / follow up due to additional information. Received by the customer.

Manufacturer narrative:
Failure to osseointegrate / follow up due to additional information. Received by the customer.

Event description:
Failure to osseointegrate.